Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with multiple infusion site changes performed and no device alerts reported; fingerstick checks showed readings of 401, then 258, then 307, and the user was guided through calibration and instructed to continue monitoring. Symptoms included sustained high blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, and no reported immediate health effects. Investigation included troubleshooting with manual blood glucose verification, infusion site assessment, guided calibration, and education on monitoring. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no evidence of site leakage or device alarms to indicate a specific device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.